Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient, via a manufacturer representative (rep), receiving gablofen (1,000 mcg/ml, initially programmed to 200 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. Information received reported the patient was over medicated in post anesthesia care unit (pacu) after their implant ((B)(6) 2019) and was fatigued and had muscle weakness. The pump was initially programmed to 200 mcg/day. The patient stated the dose was decreased to 150 mcg/day on (B)(6) 2019. The patient remained fatigued and was still experiencing muscle weakness. The patient still felt as though they were over medicated. There were no environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. On (B)(6) 2019, the pump dose was decreased to 100 mcg/day. It was unknown if the issue was resolved at the time of this report. The patient's status was alive - no injury.